Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the technician went to remove the needle from the patient's arm following placement, he retracted the device and the plastic piece went back but the needle did not. The technician did not realize the needle was left exposed and was stuck.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6180742. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.